Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds during a routine post-implant device check. The patient is tall and has a large heart. An x-ray was performed and it was found that the slack has been taken up on lead and probably micro-dislodgement. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.